Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the pump time was incorrect due to customer entry error. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg and customer corrected the time on the pump.